Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the px35w staples were used to close wound and the 1st staples started falling out before wound was close. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.